Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer is stating that the chair broke on a weld.

Manufacturer narrative:
(B)(4) 2015 - a detailed evaluation has been performed on the returned wheelchair, which has further confirmed the alleged issue of the frame being broken at a weld. There was a broken weld on the left side frame, just below the seat. The cause of this break was not explicitly identified through the evaluation. However, the chair was in overall poor condition, i.e. Dirt and debris accumulation on multiple areas of the chair, a foul odor emanating from the chair, and the presence of hair/debris on all four wheel axles. These findings are suggestive that the chair may not have been adequately maintained.

Event description:
Dealer is stating that the chair broke on a weld.

Manufacturer narrative:
(B)(4) 2015 - the device was returned and an initial evaluation was performed. That evaluation confirmed there was a broken weld at the left rear seat frame. The device is being held for a more detailed evaluation. Should additional information regarding that detailed evaluation become available, a supplemental record will be filed.

Event description:
Dealer is stating that the chair broke on a weld.